Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with miniarc single incision sling on (B)(6) 2009 to treat her stress urinary incontinence. It was alleged the plaintiff experienced "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and has undergone and will likely undergo corrective surgery or surgeries." It was additionally alleged the plaintiff experienced neuromas, severe emotional distress, and other damages.